Event description:
Boston scientific received information that this system was exhibiting noise and pacing impedance measurements less than 200 ohms. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported. The lead was returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 54 cm distal to the is-1 connector pin. The finding can be considered to be the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Furthermore cuttings in the insulation were found which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.